Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The patient elected to have the s-ICD removed and received another manufacturer's transvenous system. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic due to drainage from the device. While discussing the patient¿s symptoms the patient reported feeling a rapid heart rate. The patient¿s eyes then suddenly rolled back and she became unresponsive due to going into ventricular fibrillation (vf). There was a concern the device undersensed the vf. An external defibrillator was used however noted it was an unshockable rhythm. Two stat shocks were delivered from the device; the first did not convert the vf, however the second was successful. Data was analyzed from the session which confirmed the patient went into vf due to the induction button being unintentionally held. After the patient was induced the abort button was selected therefore no therapy was delivered. The patient remained in vf for approximately 3-4 minutes until the rescue shocks were manually delivered. The patient was observed during the evening and was fully cognitive and alert. No additional adverse patient effects were reported.